Event description:
Clinical study. Same case as 6000093-2007-01798, 01799. It was reported that 149 days after a coronary stenting treatment procedure the patient required a target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction (mi). The index procedure treated a 3.0x35mm, 90% stenosed lesion in the mid right coronary artery (mid rca) with predilatation and placement of three overlapping express2 bare metal stents of size 2.25x16mm, 3.0x20mm, and 3.0x12mm, reducing stenosis to 0%. The patient was discharged 2 days later on aspirin and plavix. Forty seven days post index procedure, the patient presented to an outside hospital with chest pain. Pain was relieved with nitroglycerine. The patient was ruled out for mi. The patient continued to have chest pain as often as every other day. Patient was treated medically with dose adjustment of isosorbide mononitrate. The patient was discharged 2 days later. The patient had ongoing chest pain and since then. Repeat angiography performed 149 days post index procedure demonstrated 90% restenosis of the rca stents. The target lesion was treated with cutting balloon and a 3.0x15mm non-bsc bare metal stent. This event was resolved the next day. The patient stated her chest pain was completely resolved since discharge from this repeat pci and she was doing well without symptoms. The physician assessed the device relationship of this event as definitely. Concomitant medications include: lisinopril 20mg daily, vicodin 5-500mg prn, toprol xl 50mg daily, aspirin 81mg daily, plavix 75mg daily, simvastatin 40mg daily, coumadin 5 alt with 2.5mg, and isosorbide mononitrate cr 90mg daily.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.